Manufacturer narrative:
A cardioquip customer told cardioquip that their device had tested positive for bacterial contamination. Epidemiology reviewed these results and confirmed them to be outside of cardioquip specifications for water quality. Cardioquip recommended that either, (1) the customer reperform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) have the device receive an internal water pathway replacement or, (3) participate in cardioquip's trade in program. The customer chose to perform a cleaning and disinfection procedure and retest their device. Following the cleaning and disinfection procedure hpc test results were within cardioquip specification. The device is now fully functional and can be returned to use.

Event description:
A cardioquip (cq) customer reported that their device tested positive for contamination on (B)(6)2024, and requires remediation. Cq edpidemology reviewed the results and confirmed them to be outside of cq specifications for water quality.